Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a procedure on an unknown date, the distal screw repeatedly missed the nail. This caused a significant delay of the or time, greater than 20 percent. The surgeon changed the aiming arm for dynamic locking, and the screw could then be inserted. This is report 4 of 6 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The review of the manufacturing and material documents has shown that the instrument was manufactured to the specifications. A functional test has shown that the instrument functions properly. The review with function gages and test mandel showed no deviations. The complained failure could not be reproduced. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.